Event description:
It was reported that stent dislodgement occurred. Vascular access was obtained via the femoral artery. The 70% stenosed, 18x3.00mm, de novo target lesion was located in the moderately tortuous and non-calcified left circumflex (lcx) artery. Following predilation, a 20 x 3.00mm taxus¿ liberté¿ drug eluting stent was selected for use and advanced but could not proceed to lm. Attempt was made to retrieve the device back into the guide catheter; however, the stent dislodged into the aortic cusp. Upon removal, the balloon was retrieved without the stent. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).